Event description:
Patient contacted dexcom to report reports she gets burning sensation on the left side only when she inserts a sensor. She removed the sensor after 3-4 days.

Manufacturer narrative:
Patient reported that when she removed the sensor she has a blister on the adhesive site and blisters popped when they she removed the sensor, she had 5 to 6 red blisters. She cleaned the area with alcohol it dried up after 4-5 days and now has brown marks on the skin. Patient is able to use the sensor on the right side with no problems and no blistering. Date of medical intervention: (B)(6) 2013. Patient went to the medical doctor (md) for a checkup and she showed the rash to the md and he told her to stop using it on the left side and did not prescribe and medications or ointments. Current condition of patient: patient is fine and has brown spots on skin.